Event description:
The customer contacted stryker to report that their device had an event code logged in the device's memory that is related to a hardware issue on the energy delivery board or in communication to the energy delivery board that doesn¿t allow the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had an event code logged in the device's memory that is related to a hardware issue on the energy delivery board or in communication to the energy delivery board that doesn¿t allow the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The error code was processed according to the service manual. Proper device operation was observed through functional and performance testing. The error did not return. The device was subsequently returned to the customer. The root cause of the reported issue could not be determined.